Manufacturer narrative:
The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who stated that they think the device was dropped and is asking for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. The speaker was defective and needed to be replaced. A follow up report will be submitted once the investigation/repair is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the device is displaying a speaker inop error message and no sound is heard. The device was not in use on a patient at the time of the event. There was no adverse event reported.